Event description:
It was reported that a spectrum pump alarmed upstream occlusion and it did not clear. This occurred during preventative maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion alarm won't clear" was confirmed and reproduced during evaluation as reload set alarm. A review of the event history log revealed reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.